Event description:
A healthcare professional reported that a cannula detached with force from a 3cc syringe while the surgeon was irrigating inside the pt's eye. As a result, the pt experienced a retinal tear. The current status of the pt is unk at this time. Add'l info has been requested. This is one of three medical device reports being filed for this facility.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. No not number was indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause could not be determined. (B)(4).